Event description:
The distributor contacted heartsine to report that a customer¿s device was not providing sufficient voice prompts as well as a reduction of audio. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was issuing intermittent jitters of audio as per the reported fault. This fault was attributed to a faulty speaker coil. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that a customer¿s device was not providing sufficient voice prompts as well as a reduction of audio. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.